Event description:
It was reported that alarms on device sometimes did not work and sometimes activated for no clear reason. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact and no troubleshooting or corrective actions were documented, and no additional information was received regarding the outcome of event.